Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, approximately 10-15 minutes following release, moderate paravalvular leak (pvl) and a gradient of 11 millimeters of mercury (mmhg) were observed. Post-implant balloon aortic valvuloplasty (bav) was performed. As the balloon was withdrawn, there was interaction with the valve frame, and the valve subsequently dislodged to the sinus of valsalva (sov). The patient was hemodynamically stable. The valve was snared to the ascending aorta, and a second valve was implanted at a depth of 5-6mm. Following deployment, the valve dislodged ventricular. Moderate-severe pvl was observed and the patient became hypotensive. The patient was intubated, both transcatheter valves were explanted, and a surgical valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-29us, serial/lot #: (B)(4), ubd: 09-aug-2023, UDI#: (B)(4). Product analysis: both valves was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received indicating that fibrotic leaflets with mild calcification may have contributed to the dislodgement. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, on the first and second deployment attempts, the valve dislodged at 80% deployment. On the third deployment attempt, the valve was deployed to 80% with a target depth of 5 millimeter (mm), but the valve appeared too deep. On the fourth deployment attempt, the valve was fully released at a depth of approximately 5mm. Approximately 10-15 minutes following release, moderate paravalvular leak (pvl) and a gradient of 11 millimeters of mercury (mmhg) were observed. Post-implant balloon aortic valvuloplasty (bav) was performed. As the balloon was withdrawn, there was interaction with the valve frame, and the valve subsequently dislodged to the sinus of valsalva (sov). The patient was hemodynamically stable. The valve was snared to the ascending aorta, and a second valve was advanced to the aortic valve position. On each deployment attempt, the valve would dislodge into the sinuses or move ventricular. The valve was eventually fully deployed at a depth of 5-6mm. Following deployment, the valve dislodged ventricular. Moderate-severe pvl was observed and the patient became hypotensive. The patient was intubated, both transcatheter valves were explanted, and a surgical valve was implanted. No additional adverse patient effects were reported. Additional information was received indicating that fibrotic leaflets with mild calcification may have contributed to the dislodgement.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutpro+ delivery catheter system (dcs), product ID: d-evprop2329us, lot: 0010770083, use by date: 2023-07-19, UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.